Event description:
The customer reports a false positive architect stat troponin-I assay result that was generated on a (B)(6) male patient who complained of a sudden onset of chest pains. An initial positive result of 0.065 ug/l was generated and the result questioned by the patient's physician. This lab uses a cut-off value of 0.03 ug/l. The sample was recentrifuged and retested and generated a negative result of 0.008 ug/l. No treatment was administered to the patient based on the initial false positive result. There is no adverse impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
Accuracy testing for the architect stat troponin-I assay was completed using in-house reserved reagent lot 14543un11. Acceptance criteria were met, indicating acceptable product performance. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Customer service reviewed the instrument logs and could not find any issue with the instrument. The architect stat troponin-I assay package insert contains information to address the customer's current issue. Based on the results of this investigation, the architect stat troponin-I assay is performing as intended and no additional issues were noted. A product deficiency was not identified.